Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump had moisture damage on the display board and on the motor.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the keypad was unresponsive. Customer stated that it was raining and they were outside prior to the alarm. Customer's blood glucose reading at the time of the call was 127 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.